Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient called to question the heart rate. The device rate was set at 60bpm, and the patient's heart rate had been in the 80s. Follow up with the physician's office disclosed the patient was seen approximately one week later. The device function and testing were normal. Atrioventricular search was turned on and paced at 100 ms. The device remains in use. No patient complications have been reported as a result of this event.